Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up report will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2376 alarm with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was connected. The technical service representative (tsr) explained the alarm and advised the hp to cycle power to clear the alarm. The hp discarded the supplies and would call the nurse regarding the alarm and the missed therapy. Hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the reported problem. The hp stated that during troubleshooting, the tsr asked the hp to twist the connections to see if all were properly secured and one of the connections was very slightly loose. The hp discarded all the supplies from the night and did not provide the lot number information. The hp had notified their registered nurse (rn) regarding the alarm. The hp was doing fine with the therapy. No further information was provided. There was no injury or medical intervention reported.